Event description:
Customer reported that the insulin pump was exposed to an MRI. Blood glucose value was 101 mg/dl; customer stated that was a little low for her and she had breakfast to correct. Customer stated she did have a high but it was because she was sick. Customer also reported that the device had scratches on the lcd screen. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, occlusion test, prime, excessive no delivery and displacement tests. No motor error alarms or displacement anomalies noted. However, corrosion was found at the motor home witch. Device was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.